Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this device was detecting impedance measurements of 2000 ohms briefly. This impedance measurement was not detected everyday, every 12 to 15 days while the patient is sleeping. The physician cannot reproduce the impedance measurements in the office. The patient had a previous device that shocked the patient 22 times. The patient suffered side effects from the shocks.